Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was a derailed cable. The same cable that frayed was also found to be derailed from the distal idler pulley. The grips could still be opened and closed, but the movement could not be precise. Evidence not conclusive, but cable derailment was likely due to cable losing contact with the pulley during wrist articulation. The derailment likely contributed to the fraying of the cable. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the broken wires if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the customer noted broken wires on the on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.